Manufacturer narrative:
The investigation has determined that a lower than expected sodium (na+) result was obtained from a single patient sample using vitros chemistry products na+ slides lot 4232-1043-4453 on a vitros 4600 chemistry system. The investigation could not determine a definitive assignable cause of the event. A possible cause is an unknown issue related to the performance of the vitros erf lot h8549. The customer considered the issue to be resolved when switching to a fresh reservoir of the same lot of vitros erf. However, no further troubleshooting was performed and therefore, an issue with the vitros erf could not be ruled out nor confirmed as a contributing factor of the event. Based on historical quality control results, a vitros na+ lot 4232-1043-4453 performance issue could not be entirely ruled out as a contributor of the event. However, the l1 control was positively biased to the peer mean and the issue is for non-reproducible negatively biased results. Therefore, the performance of the vitros na+ reagent lot 4232-1043-4453 did not likely contribute to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4232-1043-4453. An instrument related issue could not be entirely ruled out as a contributor of the event as no precision testing was performed on the vitros 4600 chemistry systems at the time of the event to verify instrument performance. However, there were no indications that the instrument malfunctioned. A sample related issue could not be ruled out nor confirmed as a contributor of the event as no information regarding the amount of time between sample runs and how the samples were stored between the two runs was provided. (B)(6).

Event description:
The investigation has determined that a lower than expected sodium (na+) result was obtained from a single patient sample using vitros chemistry products na+ slides lot 4232-1043-4453 on a vitros 4600 chemistry system. Patient 29 vitros na+ result of 133 mmol/l vs an expected result of 151.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros na+ result was from a patient sample processed during a correlation and the results were not reported out of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and (B)(4).